Event description:
It is reported that a customer experienced high blood glucose of over 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found that the cannula was not bent. The customer decided to quit trouble shooting and hooked back on the insulin pump. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.